Event description:
Patient complained of painful stimulation on tailbone and pocket site. Stimulation was turned down from amplitude of 3.0+ down to 0.9 and pain in sensation stopped. Additional information reported more than a week later indicated that representative was aware of the reported issue on (B)(6). The representative stated that they were not sure what the cause of the pain was from the previous device. Veracity appear indicate that the previous lead wire was implanted in sacral foremen s4.

Event description:
Additional information reported that internal neurostimulator (ins) was replaced. It was noted that the cause was determined; the lead was placed in the s4 by another physician. The patient was seen in this health care provider's office with a complaint of non- functional interstim. They determined to remove the lead and the ins, replaced both. The lead was correctly placed in s3, functioning correctly and patient was pleased.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3093-28, lot # v503941, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type lead. See MFR. Reports #3004209178-2016-17507 and #3004209178-2016-17511 regarding issues the patient experienced with her previous devices.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and her symptoms seemed to be worse at night. On (B)(6) 2016, the patient increased the setting to 5.3 and 5.4 volts and stimulation was uncomfortable; now it was at 4.6 volts and was still uncomfortable. She experienced a return of symptoms in the last two weeks prior to (B)(6) 2016. The location of the symptoms was the vagina. She felt stimulation in the correct bicycle seat area. She changed to program 2 and was to monitor symptom control on the new program and adjust only if needed based on symptom results. On (B)(6) 2016, the patient hadn¿t had an improvement since changing the program and was still ¿peeing like a race horse.¿ currently she was not feeling stimulation sensation and wanted to increase the amplitude. She increased from 3.8 to 4.0 and wasn¿t feeling any stimulation sensation. When she called her healthcare provider¿s office, she was directed to the manufacturer. On (B)(6) 2016, the patient had her lead taken out, a new lead placed, and she wasn¿t sure if she had an implantable neurostimulator (ins) placed too. The device never worked, and the ¿old¿ ins was taken out because it wasn¿t in the right place. They hadn¿t put the ¿whole thing¿ in, but put the wire in that morning. They took an x-ray and determined the wires were in the wrong spot. It was unclear if the ins was replaced or not. The patient¿s leakage was good, there was no leakage, and everything was working great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.